Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately thirteen years post filter deployment, a CT of the chest indicated a foreign body in the left lower lobe pulmonary artery and two foreign bodies within the heart. Approximately thirteen years post filter deployment, there were multiple attempts to retrieve the filter and the broken struts. Eventually, the filter and the right atrial embolized filter strut was successfully retrieved. The retrieval of right ventricular apical embolized filter strut was unsuccessful. Therefore, the investigation can be confirmed for limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs. Furthermore, the detached filter struts were retained in the right ventricular apex. The device was removed. The current status of the patient is unknown.